Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited oversensing. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of over sensing was confirmed. A complete lead was returned in one piece measuring 63.4/56.8 cm. Analysis found external abrasion breaching the outer insulation and exposing the outer coil noted 12.3 ¿ 12.4 cm from the connector pin s well as outer insulation damage noted 17.4 cm from the connector pin. The cause of the reported event was external abrasion with friction to the device can.